Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm and cartridge change error issues were verified. No cartridge was received for investigation therefore no evaluation could be performed for the damaged cartridge allegation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Subsequently, a cartridge alarm occurred during the load sequence. Customer's blood glucose level was 164 mg/dl. Customer reverted to manual injections for insulin therapy.